Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa (B)(4) (oekg). Oekg evaluated the subject device and confirmed as follows; - the distal end failed the insulation test. - the light guide lens was cracked. - there were holes in the adhesive around the light guide lens. - the distal end cover was cracked. - the adhesive of the rubber of the bending section had holes and was partially missing. - the surface of the insertion tube was damaged. - the air/water cylinder and the suction cylinder were worn. - the top of the button was cut. - the universal cord was kinked. - the contact of the plug unit of the endoscope connector was damaged. - the endoscopic image of the subject device was retroflection. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a colonoscopy using the subject device in combination with a non-olympus electrosurgical unit (apc 300, erbe), a doctor felt an electric shock in the left hand which was holding the control section of the subject device. At that time, the doctor was preparing an apc probe connected to the non-olympus electrosurgical unit (apc 300, erbe). The degree of the electric shock was moderate. The doctor released his left hand from the device and interrupted the procedure. The doctor was wearing the regular clothing, footwears and personal protective equipment for endoscopic room. The floor, the surface of the device and the gloves were not wet. There was no report of further injury with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) in a disassembled state at olympus europa se & co. Kg (oekg). The exact cause of the reported event could not be conclusively determined. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. There were no further details provided. If significant additional information is received, this report will be supplemented.